Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure the 23mm sapien valve was implanted in a 70:30 aortic position, resulting in 2+ paravalvular leak (pvl). A second 23mm sapien valve was subsequently implanted in a 50:50 position within the first valve, which reduced the pvl to trace-to-mild. The patient was noted to be in stable condition post procedure. The native aortic annular diameter was 18mm by tee. The native aortic valve was severely calcified. The aortic root was not calcified. There was moderate mitral annular calcification (mac) and mild ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was 35%. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the aortic malposition cannot be confirmed. However, a combination of patient factors (severe calcification, moderate mac and mild ventricular septal hypertrophy) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.